Event description:
A malfunction was reported on the pump, identified with error code malf 9, but there were no notable events prior to the malfunction. There was no information provided regarding any adverse impact on the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump and provided instructions in case the issue recurs, allowing the customer to continue using the pump.